Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for due to a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No additional adverse patient effects were reported.